Event description:
An unknown size secondary bag of retovase was reported to overinfuse on channel 1 during use on a pt in the intensive care unit. Instead of infusing in the intended 15 min period, the entire bag infused in just 5 mins. No pt injury was associated with this report and no medical intervention was required.